Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Additionally, healthcare professional reported "malposition." Device has explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, crease fold and more than 3 openings on the anterior. A microscopic analysis was performed which identified: more than 3 openings striated on the anterior. Based on the device analysis the final assessment is: more than 3 striated openings due to surgical damage consist in the use of some surgical tool. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has explanted.